Event description:
It was reported that in (B)(6) 2017 the patient was admitted to the hospital for heart failure. On (B)(6) 2017 the patient was discharged home. It was later reported that the patient passed away on (B)(6) 2017 due to sudden myocardial infarction. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.